Event description:
The patient itched occasionally and felt irritable for several weeks. The parents of the patient's weren't able to identify the cause of the symptoms. The patient began shaking and having severe muscle spasms a few days in 2009. No pump alarms were sounding; a pump refilled was scheduled for two days later. The patient was admitted to the neurologic intensive care unit two days prior to original date. The patient had a fever of 102 degrees and a creatine phosphokinase of 11,000. The hcp believed the patient was going through withdrawal. The patient received a dose of baclofen through his feeding tube; within 2 hours, there was a considerable decrease in spasticity. The patient had a peripherally inserted central catheter line and was receiving intravenous antibiotics for a urinary tract infection. When the pump was interrogated; no low battery or low reservoir alarms were noted. It was reported that 'the pump was at end of service (implanted about 6 years ago). There were no plans to send it to medtronic'. An indium study was completed three days after the original date. The indium study results revealed that the pump was not functioning. All the indium stayed in the pump. The patient's family has decided to have the pump removed. The patient was to be discharged a week later, and return of device explant as an outpatient. The patient was doing well; the family stated he was feeling "great". The patient was being treated with oral (tube feeding) baclofen now.